Event description:
This lead was explanted and replaced due to dislodgement. The ICD was replaced at the same time due to early eri caused by lv output programmed to 7.0v@1.5ms. No adverse patient events were reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.